Event description:
I use a medtronic 670g insulin pump. I received multiple errors, error no 37, "delivery stopped. Settings unchanged. Pump restart needed, select ok to restart. I was advised, my a medtronic representative that the error could not be corrected and a new pump would be issued but could not be delivered overnight. Estimated delivery date is (B)(6) 2020. FDA safety report ID # (B)(4).